Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported event was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The reported event occurred due to a damaged objective lens, however, the cause of the damage could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchofibervideoscope exhibited a white screen with no image due to a damaged objective lens. There were no reports of patient involvement.